Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 9.3 cm diameter abdominal aortic aneurysm. The patient had visceral and renal debranching prior to the evar procedure. It was reported that the patient presented with kidney failure seven days post index procedure. The physician stated that the procedure was performed by deploying all devices without contrast as the patient had renal insufficiency. The patient received treatment using IV drops however, the event has not been resolved. The physician believes the cause of the kidney failure was related to the procedure due to debranching visceral vessels and difficulty debranching renal arteries prior to device implant, not device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).